Event description:
It was reported that the customer had issues with the pump giving him too much insulin in the evening. This caused his blood glucose levels to go low. Customer's blood glucose level was 22 mg/dl. Customer was given a shot and it created a lot of pain in the abdomen. Customer is used to that from pancreatic cancer. Customer was unsure of what he was given since he had a low blood glucose level. Customer thinks the basal rates need to be adjusted at night. Customer is trying to get his health care professional to assist him. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.